Event description:
It was reported that a pta balloon dilatation catheter failed to retract from the 7f introducer sheath and both were removed simultaneously from the pt. Reportedly, the device was used to treat a stenosis in an av graft present in the pt's right thigh and after inflations were performed, the physician verified the pta balloon was completely deflated under fluoroscopy prior to removal. After several attempts at removal, the physician removed the devices simultaneously from the pt. The balloon did not rupture. Once the devices were removed from the pt, another sheath was placed and another pta balloon dilatation catheter was used to successfully complete the procedure. No pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The complaint sample has been returned and the investigation is currently underway.